Event description:
A 10/8 mm amplatzer duct occluder (ado) was implanted but reported as a mis-sizing due to patient anatomy. Following release, the ado embolized to the left pulmonary artery. The ado was safely percutaneously retrieved and removed from the patient. A 12/10 mm ado (lot: unknown) was successfully implanted. The patient is reported to be stable and has been discharged.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was discarded at the hospital and therefore not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated the event was "reported as a mis-sizing due to patient anatomy."